Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during handling of the device. However, a definitive root cause could not be determined. The event may be detected by following the device's instructions for use which state: "·inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·operation : insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. ·compatible reprocessing methods and chemical agents: detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ further evaluation of the device confirmed the customer¿s reported leak, due to a pinhole in the bending section cover. The insulation resistance at the distal end was out of specification due to the pinhole. The angulation was out of specification. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a leak from the bending section cover (a-rubber) of the subject device. The issue was observed while preparing the subject device for use, prior to an unspecified diagnostic procedure. Another similar device was used for the intended procedure, with no delay to the procedure. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeled off].